Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely low glucose (glu) result was obtained on a patient sample. Customer also reported that the quality controls (qcs) were in expected range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site for an unrelated event and performed troubleshooting on the instrument for a week. The cse did not observe additional discordant results at the customer's site. The cause of the discordant, falsely low glu result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was not reported to the physician(s). The sample was re-run on the same instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.

Manufacturer narrative:
Siemens filed the initial MDR on 28-september-2018. Corrected information (07-october-2018): during the service visit mentioned in the initial MDR, the siemens customer service engineer (cse) inspected and manually adjusted the probes on the instrument, cleaned drains, and verified that the instrument was mixing as per specifications. The cse performed troubleshooting on the instrument for two weeks. Another siemens representative was dispatched to the customer's site and verified the instrument's performance. Additional information (07-october-2018): the customer reported that no other discordant results were obtained on patient samples. Siemens is monitoring the issue through weekly performance checks. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.